Event description:
As reported from the united kingdom by an edwards lifesciences affiliate, at the end of a transfemoral tavr procedure, bleeding at the access site occurred after removal of the 16 fr esheath and a stent was placed. This was a transcatheter aortic valve replacement procedure via percutaneous transaxillary approach from the left subclavian artery. A 16 fr esheath was selected as the vessel size (>6mm) was favorable. The first esheath was inserted over the stiff wire and when the dilator was removed, the esheath kinked in the mid-section of the esheath on a tortuous section of the left subclavian artery. The first esheath was exchanged with a second 16fr esheath that kinked in the same section. A third 16 fr esheath was then used, and the valve passed through easily. The valve was deployed without issue. After the third esheath was removed, a small amount of extravasation into the surrounding tissue was observed at the access site. A stent was delivered at the access site to aid in vessel closure and patient recovered. As per medical opinion, the access injury (extravasation into the surrounding tissue) was not caused by the kinking of the first two esheaths, but instead related to an access site-related issue. Prior to the procedure, this access issue was recognized as a potential high risk, and the vessel had been sized for the stent prior to the procedure.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. Vascular complications are a well-recognized complication of the thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques. It also notes that tortuosity, depth of the artery, and calcification may reduce lumen diameter and limit or prevent the passage of the devices. The IFU contraindicates patients with vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the subclavian artery internal diameters will enable the clinician to determine if the sapien 3 ultra valve can be delivered via the subclavian artery. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have vessels that are not amenable to the subclavian approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for 16fr esheath is 6 mm. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the access vessel injury is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device discarded.